Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, there were issues with loading or firing of the clips. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping the cystic duct in a cholecystectomy procedure, there was issues with loading or firing of the clips. The device did not clip. They used another device to complete the case. There was no patient injury.